Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged and the cable had to be maneuvered in the port in order for the pump to charge. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer declined to troubleshooting with tandem technical support. No additional patient or event information was available.